Event description:
Same case as: 2134265-2014-05403. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion located in the right coronary artery. During preparation, strong resistance was encountered upon loading the first 1.50mm rotalink¿ plus onto the rotawire. The device was exchanged for another 1.50mm rotalink¿ plus. During platforming outside of the patient, the wire snapped after approximately 20 seconds. The devices were removed and the procedure was completed with a new rotawire and burr without issue. No patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation not connected to the catheter. The handshake connection was broken and kinked. The coil was observed to be kinked proximal to the handshake connection. The burr was inspected and no issue was observed. An attempt was made to load a guidewire through the device but a resistance was encountered due to the kink in the coil proximal to the handshake connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-05403. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion located in the right coronary artery. During preparation, strong resistance was encountered upon loading the first 1.50mm rotalink¿ plus onto the rotawire. The device was exchanged for another 1.50mm rotalink¿ plus. During platforming outside of the patient, the wire snapped after approximately 20 seconds. The devices were removed and the procedure was completed with a new rotawire and burr without issue. No patient complications reported.